Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The device also exhibited low impedance measurements in both channels. During the attempt to re-interrogate the device, the pulse generator exhibited backup vvi operation. The device was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis found a hybrid anomaly which resulted in a high current drain and caused the reported premature battery depletion.